Manufacturer narrative:
D4. Medical device expiration date: unknown. D4. Unique identifier (UDI) #: unknown. H4. Device manufacture date: unknown. Investigation summary: bd received 2 photos for evaluation. The photo review confirms the reported defect, poor barrier separation. Bd was unable to determine the specific material and lot number associated with this complaint; therefore, a review of the device history record could not be conducted. Complaints for sample quality are under statistical control for the month of september 2025. At this time, further testing is not indicated. This complaint has been confirmed for poor barrier separation based on the photo provided. Bd was not able to identify a root cause for the reported failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported while using an unspecified bd vacutainer® sst tube, an unspecified number of tubes exhibited poor barrier separation. There was no health impact or consequences reported.